Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the physician encountered an issue with capping a patient. The cap did not stay on the hub. They troubleshooted with multiple caps. Speaking valve, because its tapered worked fine. Manual resuscitation bag also worked but would need to be held in place, which not typically is much of the time. They have tried multiple caps and they all spin around and slid or dropped off. There was no reported patient outcome.